Manufacturer narrative:
Returned device was received in damaged physical condition with a damaged housing. No evidence of reported problem in event log was found. During the evaluation of the device, the pump was double beeping immediately on start up. The downstream sensor was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump doesn't stop beeping. There was no patient present and no reported adverse events.